Event description:
It was reported that customer experienced cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer performed pump reset with guidance from technical support, waited for cgm to reconnect, and during follow-up reported that cgm connected without further error and sensor session was successfully started, with no additional issues reported.